Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.00 mm/2.0 cm/135 cm peripheral cutting balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon initial inflation at 4 atmospheres for 2 seconds. The device was removed without any problems, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.